Event description:
A report was received from an attorney regarding a patient who underwent a posterior-lateral fusion at t4-l3 on (B)(6) 2011. The patient was returned to surgery on (B)(6) 2011 to treat a compression fracture at l-4 and to correct pedicle screws that were pulling out (reported under separate complaint report). The attorney also advises that further hardware problems (specifics not provided) were noted in (B)(6) 2011. The patient was returned to surgery on (B)(6) 2011 for posterior-lateral fusion at t5-s1. All hardware was removed and the patient was revised to a cobalt chrome rod. This is report #1 of 4 for the same event.

Manufacturer narrative:
Patient is reported to be aged in her (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned and no part or lot number was provided.